Event description:
Overinfusion. No mechanism circuit alarm. Hosp reported 125cc bag hung at 22:30 hrs. Rate was set at 15cc/hr and vtbi at 120 cc. Nurse primed set and started infusion. At 0230 hrs the pump alarmed air-in-line. The bag was empty. Vtbi read 79. No pt injury. Pt's blood pressure was stable at 140/80, heart rate was 90.